Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2004. Sought medical attention for redness and swelling at the piercing site the following month. An incision and drainage was performed at the time and oral antibiotics were prescribed. Sought medical treatment again the next day and was admitted into the hospital. During their stay they received oral antibiotics and another incision and drainage was performed. They were discharged 3 days later and were continued on oral antibiotics.